Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it was likely a separation problem led to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the bronchovideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated the adhesive of the bending section cover on the distal end had a chip. There was no patient involvement.